Event description:
The physician contacted cook indicating one of his patients died on (B)(6) 2012, after developing a large hematoma. She had not been anticoagulated. The patient had a gunther tulip celect ivc filter placed in 2008. An autopsy was performed and the pathologist found ivc perforation from one of the filter struts as the cause of the retroperitoneal hemorrhage. The patient expired.

Manufacturer narrative:
The investigation is in progress.